Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Tandem technical support provided pump reset info and customer acknowledged and understood. In addition, pump time and date were reported to be incorrect; customer did not make adjustments during troubleshooting. Customer¿s blood glucose level was 260 mg/dl.